Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 324910, batch no: 8302894. It was reported that during use of the bd insulin syringe w/ bd ultra-fine¿ needle 4 syringes not drawing medication. This occurred on 4 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: 4 syringes not drawing medication.

Event description:
Material no: 324910 batch no: 8302894. It was reported that during use of the bd insulin syringe w/ bd ultra-fine¿ needle 4 syringes not drawing medication. This occurred on 4 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: 4 syringes not drawing medication.

Manufacturer narrative:
Investigation summary: customer returned (22) 3/10cc, 6mm, 31g syringes (2 loose, 20 in sealed poly bags) from lot # 8302894. Customer states that the syringes are not drawing medication. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8302894 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed.